Event description:
Info was received from the hospital stating that: "I had taken a pt off of his tp wean and as I had put the circuit back together my post op pt that returned from the operating room returned, so I touched the screen and quickly turned away and I didn't look to see if ventilation started as I ran out to the admission. I got called back because the pt desat'd to the 40s according to the nurse and the nurses bagged him up and told me they didn't see the graphs so they didn't think that the pt had been ventilated. I don't know if the screen wasn't pushed hard enough or more likely that there was a film on it and it didn't come off standby. I put the vent on standby again later on as I was concerned that it would go into standby or that there would be equipment failure and wiped the screen twice with alcohol swabs and the ventilation resumed. So I did not change out the ventilator as I did not see that the problem occurred again and all I can come up with is that the screen was not sensitive to touch initially if it had a film on it. The pt's spo2 came up to the 90s within a minute of my bagging and I placed him back on the full ventilation and there was no issue with ventilation." (B)(4).

Manufacturer narrative:
Further info surrounding the incident has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).